Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 05/07/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. Review of the black box data revealed at 7:44 pm on (B)(6) 2015, the pump had been turned on and left on the verify screen for a period of 14 hours. Records showed the pump alarmed with a low battery warning (cs177) upon the confirmation of the verify screen at 10:03 am on (B)(6) 2015. No evidence of short battery life was observed. The pump was exercised for 2 hours without error, alarm or warning. Investigation did not duplicate the short battery life complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).